Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease fold and wear abrasion. A microscopic analysis was performed which identify a crease sharp opening on the device and have non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as to a fold flaw opening. Non-penetrating nick in the posterior and anterior side.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and not replaced.